Manufacturer narrative:
Product ID 37744, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3550-39, lot# n337479, implanted: 2012 (B)(6); product type accessory product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported that there was a confirmed overdischarge. It was unknown what number overdischarge it was. There was a physician mode recharge (pmr) performed, and the pmr did not successfully reset the device. Diagnostic testing that was done was x-rays. X-rays were performed and they demonstrated the leads were in a position consistent with the original placement. If there was a product issue the issue was not resolved, and the cause of the issue was determined to be failure to charge. The cause was that the patient quite simply failed to charge as directed. The patient entered a state of overdischarge sometime around (B)(6) 2014. The patient was contacted by the healthcare provider (hcp) but described ¿getting lost in the system.¿ the patient went through 8 pmr cycles with the help of a manufacturer representative. The device did not recover. The patient status at the time of the report was alive, no injury. There were patient symptoms or complications associated with the event which included pain and less than 50% therapy relief at the original areas of pain. They experienced less than 50% therapy relief in those areas originally addressed by the therapy. The pmr did not successfully reset the device, as such, it was not possible for the device to deliver effective therapy. Actions required as a result of the event was a replacement. The patient also desired lead revision to better place the leads to cover the low back. The hcp would discuss implantable neurostimulator (ins) replacement and a lead revision. If additional information is received, a follow-up report will be sent.